Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore the tampons for two hours and upon removal an unspecified amount of tampons fell apart. She manually removed the tampons but was unsure if tampon pieces remained inside. She did not experience any adverse health affects and did not seek medical attention.